Event description:
It was reported that a pump had a ¿broken motor shaft.¿ it was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and a system error 110 alarm was observed. Further eval found the 6 motor mount screws to be sheared. The motor was not secured to the motor mount which allowed the motor to move during an infusion, causing the system error 110 alarm. The pump¿s pole clamp adaptor was also observed to be damaged. The available info suggests that the device experienced a physical impact which caused the sheared motor mount screws.